Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: unknown/not provided. If explanted; give date: n/a (not applicable). To date, the lens remains implanted. (B)(6). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as to date it remains implanted. Therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the anterior surface of the pcb00 monofocal iol (intraocular lens) was observed damaged during the post-operative examination. Reportedly, the lens remains implanted and there are no plans to explant. The patient outcome was reported as good. No additional information was provided.